Manufacturer narrative:
Other, other text: pump was repaired at customer site. Printed circuit board was replaced and calibrated. The device's event history log (ehl) was provided. Review of the ehl showed an occurrence of "syringe plunger not in place."

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad printed circuit board (pcb) qi design. No adverse effects were reported.